Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon revised the following eleos implants: resurfacing femur axial pin, tibial hinge component, and poly spacer. The following eleos implants remain implanted from the patient's index procedure: proximal tibia, segmental stem, resurfacing femur, and stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this adverse event. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4109: historical data analysis h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4114: device not returned h6: investigation findings code updated to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00005, #3013450937-2023-00006, #3013450937-2023-00007, #3013450937-2023-00008, #3013450937-2023-00010, #3013450937-2023-00011.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon revised the following eleos implants: resurfacing femur axial pin, tibial hinge component, and poly spacer. The following eleos implants remain implanted from the patient's index procedure: proximal tibia, segmental stem, resurfacing femur, and stem extension. No additional information regarding this adverse event has been reported.